Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the rn noted the patient's IV was leaking at the insertion site and disconnected the pca tubing and connector cap. The line was flushed with a brisk blood return with no leaking. The pca tubing and connector cap were reconnected when it unexpected disconnected. The rn scrubbed the connector cap with alcohol swab, waited for cap to dry, reconnected pca tubing and the pca tubing disconnected again. The cap and tubing were replaced without further incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking and unintended disconnection was not confirmed. Visual inspection, dimensional testing, functional testing, and pressure testing showed no fault with the returned maxzero and pca set. The root cause of the reported leaking and an unintended disconnection could not be identified.

Event description:
The customer reported that the rn noted the patient's infusion of fentanyl and ns was leaking at the insertion site and she disconnected the pca tubing and connector cap.